Event description:
It was reported that during the out of body test, saline was observed leaking from the recanalization catheter. Another recanalization catheter was used to perform the procedure. There was no pt involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number # fcxa10009. The device was returned. The investigation is confirmed for crack as a crack in the y-connector resulted in the reported leaking issue. The definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event. The current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Do not use a crosser catheter without proper irrigation as device damage and/or pt injury may result. Note: a constant flow should be observed at the tip of the crosser catheter. If irregular or no flow is observed, check irrigation system for proper function. If irrigation system is not functioning properly discard crosser catheter and replace with another. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.